Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the proximal implant severely stretched. The pusher was not returned. The evaluation of the device did not reveal the conditions or circumstances that led to the damage of the implant, but the damage is consistent with the device experiencing tensile or retraction forces that exceeded the strength of the coil winding. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coil embolization of the superior gluteal artery, the embolization coil stretched and detached in the catheter during retraction. The coil was removed in its entirety together with the catheter. There was no reported patient injury or additional intervention.